Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd - the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Litigation papers allege the patient suffers from pain and elevated metal ion levels.

Event description:
Update oct 18, 2017: medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, patient was also revised to address prosthetic wear and metal on metal reaction. Revision notes reported murky, blood-tinged fluid, brown thickened particulate debris typical for metal on metal reaction, discoloration, black discoloration of the trunnion and neck, brown stained reactive tissue, and thickening and discoloration of the synovium. Added stem for the alleged elevated metal ions. This complaint was updated on: oct 26, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain and elevated metal ion levels.. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.